Manufacturer narrative:
Section b5 and h6 is updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) stating that the patients ins was discarded.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The caller had a damaged intellis belt .patient stated they cannot tighten the belt to hold the recharger properly in place against the stimulator to charge their device. Patient stated because it does not stay connect then the recharging session will stop. Patient stated this issue started "probably before christmas" a request was sent to repair to replace the belt. Patient mentioned the stimulator is place at their waist where their pants are which causes pain. Patient stated the implant site gets really sore and hurts. Patient stated they are "going to try to talk to someone to get it moved and replaced". Additionalinformation was received that the representative(rep) met with patient on (B)(6)2026 and got her in touch with patient services regarding the new belt. Rep said she did complain to the representative about her battery location. She let the representative know the following day that a replacement was being sent to her. Rep also said please let us know if the representative can assist any other way.additional information was received from the manufacturer representative (rep) .it was reported that the pocket site was rubbing on her belt line which lead to pain is the cause of the issue. Patient loves her therapy. Just didn't like the placement of the battery. Patient is going to get a replacement battery to help with the pain. She is on the books.

Event description:
Additional information was received from the manufacturer representative (rep) stating that the patients scs battery device was explanted. Then pocket was revised and new scs battery implanted. Patient is happy.

Manufacturer narrative:
B5 and coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) stating that the battery replacement has already happened. She is doing great. There was no issue with our device just where it was originally implanted. Patient is happy.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.